Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported that the day following initial implant, it was found that the lead had dislodged into the myocardium. The lead was explanted and replaced. The physician noted that the dislodged lead type had demonstrated more tension in the mechanism than previous. The lead helix built up torque and popes out suddenly instead of in a controlled fashion as the turns are applied to deploy the helix. Records are being queried to substantiate this claim and will be added to the event at such time. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood; the outer insulation of the lead was extrinsically cut but not breached. Visual summary analysis of the lead indicated apparent explant damage.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.